Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified crease fold, and opening on posterior. A leak test and microscopic analysis was performed which identified sharp crease opening on posterior, wear abrasion, white particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp crease opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and replaced.